Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that after delivering a shock to treat cardiac arrest to a 58-year-old male patient via electrode pads during an elective cardioversion, the device's ECG rhythm displayed by the device was inaccurate. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.